Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced due to "microperforation on existing lead resulting in pericarditis and painful rv pacing due to among 1st degree block." The hospital retained the device. Should additional information be received, this file will be updated.